Event description:
Consumer state that user hits a bump in the road and the hole the fork bends.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.